Event description:
It was reported the camera head had an image problem. There were lines on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
Updated fields: d8, g3, h2, h3, h4, h6, and h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found multiple dead pixels and a failed leak test due to a cut on the cable. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): "before each case, prepare and inspect this camera head as instructed below. Inspect other equipment to be used with this camera head as instructed in their respective instruction manuals. Should any irregularity be observed, do not use the camera head; contact olympus. Damage or irregularity may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head had an image problem. There were lines on the screen. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.